Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient's programmer also reflects a communication error. It was also reported the patient has been without stimulation for approximately a month. The patient usually recharges her ipg once a week. The sjm representative met with the patient and confirmed the issue. The patient will undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. UDI: (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.